Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 -3.0/1.0/034 (sphere/cylinder/axis) implantable collamer lens was implanted horizontally into the patients right eye (od) on (B)(6) 2021 as a replacement lens to address low vault. It was reported that after implantation of the lens excessive vault was observed. Per reporter the lens was implanted, removed and replaced with a same length lens that was implanted vertically within the same surgery and the problem resolved. Cause of event was unknown.

Manufacturer narrative:
H3- device evaluation: lens was returned dry with residue on product, in microcentrifuge vial. Visual inspection found the optic deformed and the haptics bent. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).